Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device magnet rate was at 100 pulses per minute (ppm) but the gas gauge showed device longevity was less than six months. Boston scientific technical services (ts) indicated the cause of discrepancy between the result of gas gauge and magnet rate can possibly be due to this device that is on the edge and operating in the lowest current bin. Device data analysis had indicated that this device does not have any resets and no recorded memory errors. Ts confirmed this pacemaker device gas gauge and longevity estimate is lower than expected because of the last auto threshold test that was incomplete with unknown reason. Ts then provided instructions to the field representative on how to perform an additional memory dump in order to obtain a more accurate assessment of device longevity. Unlikely, the field representative stated that additional memory dump was not performed and the patient was placed in the nursing home and will be checked frequently until device will reach elective replacement indicator (eri). This pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.